Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (db mgt inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of over 450mg/dl with abdominal pain, polydipsia, vomiting, and large ketones. The patient was hospitalized and treated with IV fluids. Customer support (cs) completed troubleshooting and all settings are correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/22/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission: 05/01/2017. The pump has been returned and evaluated by product analysis on 05/01/2017 with the following findings: evaluation revealed that the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 1.0u normal (p) bolus on (B)(6) 2017 at 13:40. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during the investigation. Investigators were unable to duplicate the complaint.